Manufacturer narrative:
Investigation of the raw data provided identified run # 891 as positive infuenza b with a CT of 34.62, in the limit of detection (lod) range. There was no obvious curve abnormalities noted and a system assessment also confirmed no indication for a system-related issue present. The optical and motion data are as expected. Furthermore, the alleged run #891, showed an increasing signal for influenza b target. Since no issues could be found therefore run #891 likely represents an lod sample. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using a cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat system. The customer reported that the patient sample was initially tested using the cobas® liat sn (B)(4) and generated an influenza b positive, sars-cov-2 negative & influenza a negative result. A physician questioned the result, the same patient sample was repeated on a different cobas® liat sn (B)(4) and generated a negative result for all 3 targets. Both the initial and negative results were reported to the patient and/ or medical personnel treating the patient. No indication of patient harm or injury. An investigation is ongoing and the results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).